Event description:
The customer reported the subject device was not displaying an image, and the displayed image was noisy. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (no image, noisy image) were confirmed and found to be caused by contact failure due to failure of the video connector lock part and corrosion of the contact part. In addition, service found the battery was ran out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additionally, it was reported that the event occurred during inspection before use on (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, "the video won't appear" was reproduced, corrosion of the video connector pin was confirmed. It was determined that the corrosion of the video connector pin prevented the image from appearing because it interfered with the video transmission between the scope and the processor. The cause of corrosion of the video connector pin could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.